Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which we manufactured. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, (B)(4) we have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that there was an issue with a novosyn suture. During a laparoscopy procedure, the suture broke three times. It occurred during closure of the wound. Details on patient outcome were not provided. Additional information is not available.